Event description:
Product analysis was performed on the returned explanted generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator was at near end of service condition upon return. The combination of the high impedance value and output current remaining on post explant required a larger compliance voltage that exceeded the maximum compliance voltage capability. This necessary compliance voltage was not considered a device failure, but an expected event due to the pulse generator remaining on post explant in combination with high impedance. Other than the noted compliance voltage, there were no additional performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported that the patient had a generator and lead replacement due to high impedance. It was reported that the high impedance was detected through a system diagnostic test prior to the replacement surgery. It was reported that the suspect product was discarded. No further relevant information has been received to date.